Event description:
Spouse of home pt (hp) reports leak in pt extension line tubing, noted during dwell 5/6 "apd" treatment. Baxter tech assisted hp in ending treatment early for the evening. No pt injury or medical intervention required per spouse of hp.